Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues reportedly resolved. The recipient continues to use the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is experiencing hives and a rash after implant surgery. The recipient has been prescribed steroids and a topical cream, however the issue has not resolved. The recipient continues to use the device.